Manufacturer narrative:
Occupation is patient's/consumer's wife. The meter and the test strips were requested for investigation, however, only the meter was provided and it was tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 at 8:07 a.m. The patient had a meter result of 2.5 inr while the laboratory result was 3.6 inr. The time difference between the measurements was within 4 hours. The laboratory result was used for therapy decisions. The patient's therapeutic range was 1.6 - 2.0 inr, with a target of 1.8 - 2.0 inr.